Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: a review of the pump black box revealed loss of prime warnings associated with zero force. During testing, the pump performed the ez-prime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no loss of prime warnings occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The force sensor flex was intact with the pins seated appropriately in the connector. The loss of prime issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.